Event description:
It was reported that during a lap cholecystectomy procedure the clips were scissoring. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.